Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) reached premature battery depletion due to high thresholds. The device remains implanted but is no longer in use. No patient complications have been reported as a result of this event.